Manufacturer narrative:
The investigation determined lower than expected vitros dgxn results were obtained from a single level of non-vitros biorad quality control fluid using two different lots of vitros dgxn microslides processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related. Vitros within-run precision testing performed using vitros dgxn and phenytoin (phyt) was not within acceptable guidelines indicating the vitros 5600 integrated system was not performing as intended. An ortho field engineer performed service actions to the immunorate subsystem that included the replacement of the immuno-rate sample metering pump and all associated adjustments. The ortho field engineer then performed post service within-run precision testing and the vitros phyt results were acceptable, however, the dgxn results remained unacceptable indicating there was still an issue with the vitros 5600 system. Service troubleshooting actions are ongoing and expected to resolve the issue.

Event description:
A customer obtained lower than expected vitros dgxn results from a single level of non-vitros biorad lot 47963 quality control fluid (biorad level 3 = 1.62, 1.94 versus peer mean 2.68 ng/ml) using two different lots of vitros dgxn microslides processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros dgxn results were generated from a non-patient fluid, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).